Event description:
It was reported that there was an over infusion of insulin to a patient being treated for acute respiratory distress syndrome secondary to flu/strep and receiving venovenous extracorporeal membrane oxygenation. A routine order of insulin (250 ml bag); concentration: 0.5 unit/ml was intended to infuse at a rate of 4.32ml/hour with a volume to be infused of 50ml. However, 125 units of insulin was infused within approximately 70 minute. The event occurred at approximately 0300 following the event, the patient's blood glucose was measured at 39mg/dl and serum potassium 2.2mmol/l. At 0305, the patient was given an IV infusion of dextrose 50g with an additional 25g given at 0453 and an additional 25g at 0610. At 413, the patient was given an IV infusion of kcl 40meq. The patient's neuro status was stable and telemetry was consistent throughout all evaluations.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. The reported over infusion of insulin was not confirmed or replicated during testing of the suspect pump module, although an issue was observed during inspection. ¿ inspection of the suspect pump module observed the pivot latch screw was backed out. Inspection of the associated pcu device also showed evidence that the pivot latch screw rubbed against the pcu rear case. ¿ laboratory testing found the suspect pump module delivering fluid as programmed and within specification. ¿ the customer provided an event date of 20 january 2024, and the time was reported to be at 3:00 am. O initial programming of the suspect insulin (drug ID 122) was performed on 15 january 2024 at 1:51 pm. O on 19 january 2024 at 9:08 pm, the module was programmed a dose of 0.04unit/kg/h, rate updates to 4.3ml/h and the infusion was started. O on 20 january 2024 at 12:12 am, the infusion completed and kvo was started, user entered a vtbi of 20ml and the infusion was started. O from 1:50 am to 1:51 am, the module was paused, alarmed for ¿safety clamp open/close door¿ and ¿closed door¿. O at 1:53 am, the user programmed a vtbi of 50ml, after confirming the guardrails alert the infusion was started. O at 2:50 am, the module alarmed for air in line and one minute later the module was channeled off. ¿ pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is no possible to determined what the actual volume is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. ¿ an urgent medical device correction was sent out, dated 15 november 2022 regarding a voluntary product notification for the bd alaris large volume pump and pivot latch screws. ¿ the door pivot screw inspection tip sheet and service bulletin 569 provides information related to proper inspection of the alaris pump module door. O inspect each alaris pump module door on each unit prior to use. Any damaged pump module should be removed from service and sent to the biomedical engineering department for repair. ¿ a review of the pcu device and the pump module event and error logs showed no errors or malfunctions relevant to the facility¿s complaint. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of insulin to a patient being treated for acute respiratory distress syndrome secondary to flu/strep and receiving venovenous extracorporeal membrane oxygenation. A routine order of insulin (250 ml bag); concentration: 0.5 unit/ml was intended to infuse at a rate of 4.32ml/hour with a volume to be infused of 50ml. However, 125 units of insulin was infused within approximately 70 minutes. The event occurred at approximately 0300 following the event, the patient's blood glucose was measured at 39mg/dl and serum potassium 2.2mmol/l. At 0305, the patient was given an IV infusion of dextrose 50g with an additional 25g given at 0453 and an additional 25g at 0610. At 413, the patient was given an IV infusion of kcl 40meq. The patient's neuro status was stable, and telemetry was consistent throughout all evaluations.